Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the user set up the IV secondary bag of irinotecan (chemotherapy) and attached it to the primary line. The roller clamp was released and the secondary IV tubing separated from the drip chamber allowing chemo to spill onto the floor .

Manufacturer narrative:
The customer¿s report of a tubing separation and leak were confirmed. Visual inspection under magnification revealed that there was insufficient bonding solvent on the end of the vinyl tubing at the tubing-to-bag spike engagement. Functional testing was not feasible as the tubing was received separated from the drip chamber. Dimensional testing confirmed that the tubing was within specification. The root cause of the tubing separation was an insufficient amount of bonding solvent applied to the tubing-to-drip chamber engagement. The insufficient bonding solvent caused the tubing to detach from the drip chamber resulting in a fluid leak.

Manufacturer narrative:
Additional information provided from customer medwatch.

Event description:
Received a copy of the customers medwatch report from the FDA which states;"tubing set ref #(B)(4), lot #15085430. After the secondary set was attached to the primary and the roller clamp was released, the tubing became disconnected from the drip chamber and chemotherapy spilled out onto the floor next to the patient. A pharmacist working in the pharmacy where the medication was prepared removed a new package of tubing with the same lot number and was able to pull apart the tubing from the drip chamber with minimal force. A second pharmacist was able to do the same. This same activity was performed with the same type of tubing but a different lot number. In this scenario the tubing turned white from the excessive force applied when pulling the tubing, however it did not dislodge from the drip chamber. The affected lot number was removed from stock. We believe this represents a significant patient safety risk where chemotherapy could spill onto patients. This type of tubing is used as a part of carefusion's closed system transfer device and therefore it's application is likely exclusive to chemotherapy agents".